Event description:
Additional information was received. The sterile sleeve was pulled out of the back of the touhy borst lock (farther from the patient).

Manufacturer narrative:
B2 required intervention was added as it was omitted from previously submitted reports when health effect - impact code was changed. B5 additional information was received. H6 code a24 was removed and a new medical device problem code was added.

Manufacturer narrative:
This report is being submitted to report new information received on 30-jan-2026 and to correct a previously reported h6 health effect - impact code. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. H6 medical device problem code a160105 (false alarm) has been added. The health effect code f24 (insufficient information) reported on the initial MDR was not applicable to the event and has been corrected to f12 (serious injury/illness/impairment).

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced hematoma at the impella insertion site. It was noted that the device was not removed due to the hematoma and there was noted to be no output from the jackson-pratt drain which had been placed during impella insertion. No further information was provided regarding the hematoma and any treatment provided. The patient was noted to be stable at the time of event. Additionally, it was reported that on (B)(6) 2026 that there were alarms for placement signal low. An echocardiogram was performed and verified correct impella placement. The ventricular assist device engineer determined that the aorta signal had drifted and adjusted the signal. At the time this report was written, the patient remains on impella 5.5 support.

Event description:
Clinical narrative: an impella 5.5 was inserted via right axillary/subclavian artery in a 60-year-old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 3 of support, a hematoma was observed at the insertion site, which was raised and tender. Additionally, there was no output from the jp drain, which was previously placed in the or during device insertion. On day 46 of support, a placement signal low alarm occurred. Aortic diastolic pressure (ao) was in the 40s. The patient's blood pressure was 112/63 with a mean arterial pressure (map) of 79. Device placement was confirmed with echocardiogram and the engineer opted to adjust the ao signal. On day 75 of support, it was reported the placement signal and left ventricle signal went out. Staff were instructed how to turn off the placement monitoring alarm as well as closely monitor motor current and flows. It was decided not to replace the console. The next day it was reported the placement signal (ps) went out. Sterile sleeve pulled out of back touhy borst lock (farther from patient). Purge side arm leaking, apparently from micron filter. Other contributing factor was a small crack noted in purge housing. Patient remained on support. The reported hematoma may occur in the setting of access-site complications and anticoagulation requirements associated with impella support. The placement signal issue, fluid leak, and product damage had no impact on the patient's hemodynamics.

Manufacturer narrative:
B5 clinical narrative was updated. D6b explant date was added.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced hematoma at the impella insertion site. It was noted that the device was not removed due to the hematoma and there was noted to be no output from the jackson-pratt drain which had been placed during impella insertion. No further information was provided regarding the hematoma and any treatment provided. The patient was noted to be stable at the time of event. At the time this report was written, the patient remains on impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received, and a clinical assessment was completed and documented in section b5 (event description). Correction: complaint/patient coding has been revised to more accurately reflect the reported event: addition of hemostasis/change in therapeutic response (f01). As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Additionally, section d10 concomitant device was added accordingly. Note: h6 investigation type, findings, and conclusion coding remain unchanged. Related report numbers. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
An impella 5.5 was inserted via right axillary/subclavian artery in a 60 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 3 of support, a hematoma was observed at the insertion site, which was raised and tender. Additionally, there was no output from the jp drain, which was previously placed in the or during device insertion. On day 46 of support, a placement signal low alarmed. Aortic diastolic pressure (ao) was in the 40s. The patient's blood pressure was 112/63 with a mean arterial pressure (map) of 79. Device placement was confirmed with echocardiogram and the engineer opted to adjust the ao signal. On day 75 of support, it was reported the placement signal and left ventricle signal went out. Staff were instructed how to turn off the placement monitoring alarm as well as closely monitor motor current and flows. It was decided not to replace the console. The next day it was reported the placement signal (ps) went out. The patient continued to received support from the 5.5. The reported hematoma may occur in the setting of impella 5.5 support and vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation, and device position. The placement signal issue will be conservatively reported, however there was no reported consequence to the patient.

Manufacturer narrative:
D3 added manufacturer fax number as it was omitted from the previously submitted reports. G1 added manufacturer contact fax number as it was omitted from the previously submitted reports. H6 code a160105 was replaced with a0709. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The cause of the hematoma/access site adverse event was not determined due to no product return and insufficient clinical details. The cause of the placement signal issue was not determined due to no product return, no logs, and insufficient clinical details.

Manufacturer narrative:
Pd-purge system: "(crack)" and fluid leak-side arm was an additional failure mode reported. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.